Event description:
Related manufacturer report number: 2916596-2020-04894.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 11 days (15sep0 ¿ 26sep20 per time stamp). On (B)(6) 2020 at 12:54 and 18:49 and (B)(6) 2020 at 13:29, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3-4v. This was due to a loss of ac power. The alarm cleared after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. (B)(6) was not returned for analysis. Additional information provided on 29sep20 stated that it was unknown if any environmental circumstances affected the loss of power. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on mpu power source when the patient had an alarm. The patient attempted to switch to battery when he fell. The patient's wife called 911 and according to paramedics, everything was disconnected when they arrived. The backup controller was connected to the patient. Upon review of the log files, technical services stated that the original event for the log file appears to show that the patient was connected to the mpu and had an loss of external power on (B)(6) 2020. The patient controller appeared to switch to their emergency backup battery (ebb). The patient was on their ebb for about 8 minutes. The log file then showed the patient's driveline being disconnected from the controller. The patient reconnected to their backup controller indicating the patient may have been off support for about 21 minutes. Per the conversation with the patient, the patient was painting when connected to the mpu. The patient had a power cord with the locking feature and the mpu appeared to be working normally. It is possible that the loss of external power event was caused by a power outage to the home or if the power cord became dislodged the from the wall outlet. Per our conversation the patient may have gotten confused and accidently disconnected the driveline while trying to resolve the loss of mpu power. The patient is now admitted and will undergoes test to determine neuron status. The mpu was tested and seems to be working well. There was no wrench alarm noted. The patient remains unarousable. The patient had an electroencephalogram- seizure activity, and a computer tomography scan (CT) and there was no head bleed or edema. The patient's echo was okay.